Manufacturer narrative:
The insulin pump was received with intermittent escape button response due to corroded keypad traces. No button error alarmed during testing. The pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 150 mg/dl. The customer stated that his pump has a button error and it is not working. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.